Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the pocket site and the patients ipg does not properly hold a charge. Database analysis revealed no anomalies. The physician replaced the patients ipg with a MRI compatible ipg. The patient was doing well postoperatively. The explanted device was discarded.